Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000087754.

Event description:
It was reported that during a lead revision procedure on (B)(6) 2024 [related manufacturer report number: 3006705815-2024-04388], the right occipital lead was partially explanted as it had a complete break at/above contact 5. Contacts 1-4 remain implanted in the right occipital region. It is unknown which occipital lead was partially left implanted.